Event description:
It was reported that during the percutaneous coronary intervention, a 2.5x15 trek rx balloon dilatation catheter (bdc) was advanced via radial access to a mildly calcified, de novo lesion in the moderately tortuous proximal left anterior descending coronary artery without resistance. During inflation, the trek rx balloon did not appear to inflate and blood was noted to be entering the indeflator inflation device. The trek rx bdc was withdrawn from the anatomy and through a non-abbott guiding catheter against significant resistance felt when it was noted that the proximal shaft had separated approximately 30 centimeters from the distal tip and was left inside of the guiding catheter, but nothing remained in the patient; the bdc, guide wire, and guiding catheter were all withdrawn as a single unit. The procedure was completed successfully using another unspecified device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device was received. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.